Event description:
It was reported from (B)(6) that the patient reported power disconnect alarms. Patient reports the controller switches from one port to the other one before batteries are down to 25%. "The patient is known for replacing the batteries not before they are down to 25%." The pump remains implanted. It was reported that the controller and batteries will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This MFR report is 2 of 2 related to the same event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site performed a controller exchange and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the batteries ((B)(4)) met specifications; the returned batteries passed visual inspection and functional testing. Review of the available log files revealed 1 'power disconnect' alarm on (B)(6) 2015 and multiple premature port switching events. The alarm logs indicated that the 'power disconnect' alarm was due to a communication error between the controller and the battery. Furthermore, log file analysis revealed previous instances of premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. The results of the analysis found no fault; therefore, the batteries in this report are not considered to be FDA reportable. Notification: z-1607-2014, z-1917-2015. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapidcapacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00367 and 3007042319-2015-00368) submitted for devices related to the same event. Corrected data: please note that the MFR report number has been corrected from "3007042319-2014-00367" to "3007042319-2015-00367".

Manufacturer narrative:
The following batteries were reported; however, it is unknown which of the following are involved in this event. All will be analyzed when/if received: 1650de, bat200463, 1650de, bat200563, 1650de, bat200566, 1650de, bat200615, 1650de, bat200704. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This is one of two reports (3007042319-2015-00367 and 368) submitted for devices related to the same patient.